Event description:
Philips received a complaint on the efficia dfm100 indicating that the pads adapter cable was expired and requesting replacement. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the pads adapter cable which was worn. The customer ordered the pads adapter cable to address the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.